Event description:
It was reported that an ilet user experienced hyperglycemia, with sensor glucose rising from 300 mg/dl to above the sensor¿s readable range, and the user¿s caregiver contacted support to replace the cartridge and infusion set due to suspected insulin depletion. Symptoms included high blood glucose. Outcomes included troubleshooting and education to address the elevated glucose and restoration of insulin delivery. Investigation included technical support review and user-guided troubleshooting. Investigation of this case revealed suspected out-of-drug condition and a probable interruption of insulin delivery resolved by replacing the cartridge and infusion set. It was concluded that the cause of the hyperglycemia was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.